Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was reported that an unknown patient required an ultrathane mac-loc locking loop multipurpose drainage catheter. The device was secured to the patient with sutures around the hub of the drain. Approximately one hour after placement and before the patient left the hospital, the user discovered the drain was separated at the hub and leaking urine. The user replaced the drain without incident. No other adverse effects were reported for this incident. Investigation evaluation: the complaint history, device history record, specifications, and quality control procedures were reviewed during the investigation. A visual inspection of the complaint device was also conducted. One used ultrathane mac-loc locking loop multipurpose drainage catheter was returned for investigation. The shaft was separated at approximately 1.1 centimeters from the proximal fitting. The separation was jagged and uneven. The device was also leak tested at the connection site between the tubing and mac-loc adaptor, and no leak was noted. A document-based investigation evaluation was performed. One possibly relevant nonconformance was noted; however, affected product was scrapped. There have been no other complaints on the lot. The product IFU states ¿patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter.¿ the IFU also instructs the user to inspect the product prior to use, to ensure no damage has occurred. Based on the results of the investigation, there is objective evidence to suggest that the complaint device was manufactured to specification. There is no evidence of non-conforming product in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the cause for this event can be traced to component failure without any design or manufacturing issue. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Occupation: angiography clinical coordinator. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown patient required an ultrathane mac-loc locking loop multipurpose drainage catheter. The device was secured to the patient with sutures around the hub of the drain. Approximately one hour after placement and before the patient left the hospital, the user discovered the drain was separated at the hub and leaking urine. The user replaced the drain without incident. No other adverse effects were reported for this incident.